Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient had turned their stimulation off last year because they were doing a lot of flying; and then with the pandemic they had been inside and not really needing therapy and they hadn't used their equipment in several months saying they sort of forgot about it. Caller stated now that things are opening back up again and they want to use therapy again, they tried to connect to the equipment and its not communicating; not allowing them to charge. The patient was redirected to their healthcare provider to further address the issue. For possible overdischarge.  The patient was redirected to their doctor to have their device checked.  No symptoms reported. Additional information was received from the patient. Patient reported they met with manufacturer representative (rep) and they were able to get the battery charge but it would not hold a charge. They patient was going to consult with healthcare provider (hcp) to replace the battery.